Event description:
It was reported a vns patient was experiencing an increase in seizures, which was believed to be related chest trauma. The patient was referred to his treating neurologist for device diagnostics but has reportedly not contacted the site for an appointment. Utilizing limited programming history, a battery life calculation was performed by the manufacturer indicating -0.97 years to eri=yes. Good faith attempts for additional information have been unsuccessful to date.